Event description:
During a laparoscopic cholecystectomy procedure, the fourth clip fell out of the jaws unformed. Surgeon retrieved unformed clip and successfully completed the case with the same device. There was no patient consequence.